Manufacturer narrative:
G4: 20feb2020. B4: 24feb2020. H11: b5: correction: alarm light emitting diode(led) failed error message. The case shows assy,pcb,pwr mgmt,v8000 and membrane/overlay, power, english is being replaced. No information received from the customer after multiple attempts were made to confirm if the replacement part resolved the issue. A supplemental report will be submitted if new information becomes available submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17feb2020.

Event description:
Customer reported primary alarm failure. There was no patient or user harm reported.